Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was damage on the cable unit and the water-tightness was lost. Based on the results of the investigation, the most probable cause of the additional failure(s) is/are cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: that the issue occurred during colposcopy, hysteroscopy, the type of procedure was therapeutic, and the intended procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to make corrections to the supplemental report. Updated fields: h2, h11. Corrected fields: b3, d4, h6, h11 (DHR statement). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issues found during the investigation, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image issues, disappears temporarily, but then comes back. There were no reports of patient harm.